Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer stated symptoms related to high blood glucose levels were nausea and small ketones. Customer also reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 408 mg/dl. Troubleshooting was done. Product is being returned and replaced.